Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a patient received a system error 2240 (air in set) alarm. This occurred on a homechoice (hc) device during drain one. During troubleshooting there was nothing unusual noted with the setup that would cause or contribute to the alarm. No patient injury or medical intervention was indicated in association with this report. No additional information is available.